Event description:
The doctor had difficulty advancing and deploying the filter. One filter hook became stuck in the spline/catheter. Dr manipulated the delivery system and ultimately the hook released and the filter was dragged caudally from l2 to l4 where it was finally implanted.